Event description:
Reporter indicated that when the site interrogated the pt's device at the beginning of an appointment, the programmed settings were different than intended. Attempts for further info, and to retrieve programming history to review for the cause of the reported issue, have been unsuccessful to date.